Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It was reported that the balloon was not soaked prior to use. It should be noted that the nc tenku, coronary dilatation catheters (cdc), instruction for use, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (lad) artery with mild tortuosity and heavy calcification that was 90% stenosed. The 3.25 x 12 mm nc tenku rx balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully; however, the balloon ruptured during the first inflation at 12 atmospheres. It was stated that the balloon was not soaked in saline prior to use. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.